Event description:
It was reported that a pt was admitted for unstable angina, an angiogram revealed single vessel disease with a very tight proximal lesion of the lad and normal lv function. Pt was treated with aggrastat plavix aspirin and heparin for 48 hours and then taken to the cath lab for a ptca procudure. After an inflation to 9 atm's the physician was unable to deflate the balloon. During attempts to deflate the balloon with a syringe, the pt experienced chest pains and st elevation. After several minutes, the inflated balloon was pulled back into the guide catheter and removed. The procedure was successfully completed with another balloon and placement of a stent. Pt status is listed as "okay".